Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right ventricular lead exhibited intermittent capture. Programming changes were made. There were no patient consequences.